Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, as the peg tube was being pulled, the blue pullwire broke. Forceps were used to grab the tip of the peg tube to continue placement. The procedure was completed with this device. There were no patient complications reported as a result of this event.